Manufacturer narrative:
Correction to d6b: explant date estimate populated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had entered safety mode in october, and the patient had presented to the emergency room (ER) for right atrial (ra) lead extraction. Review of device data showed ra pace impedance daily measurements oscillating between 200-400 ohms and 900-1,000 ohms. Low p-waves around 2 mv, and ra noise with oversensing. No adverse patient effects were reported. Pacemaker and ra lead implant status are unavailable at this time, and additional information was requested. If additional information becomes available, this report will be updated at that time. Additional information received reported that this pacemaker and non-boston scientific ra lead were explanted and replaced. The pacemaker was upgraded to a non-boston scientific cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. Pacemaker return was requested, but return status was unknown.

Event description:
It was reported that this pacemaker had entered safety mode in october, and the patient had presented to the emergency room (ER) for right atrial (ra) lead extraction. Review of device data showed ra pace impedance daily measurements oscillating between 200-400 ohms and 900-1,000 ohms. Low p-waves around 2 mv, and ra noise with oversensing. No adverse patient effects were reported. Pacemaker and ra lead implant status are unavailable at this time, and additional information was requested. If additional information becomes available, this report will be updated at that time. Additional information received reported that this pacemaker and non boston scientific ra lead were explanted and replaced. The pacemaker was upgraded to a non boston scientific cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. Pacemaker return was requested, but return status was unknown.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode in october, and the patient had presented to the emergency room (ER) for right atrial (ra) lead extraction. Review of device data showed ra pace impedance daily measurements oscillating between 200-400 ohms and 900-1,000 ohms. Low p-waves around 2 mv, and ra noise with oversensing. No adverse patient effects were reported. Pacemaker and ra lead implant status are unavailable at this time, and additional information was requested. If additional information becomes available, this report will be updated at that time. Additional information received reported that this pacemaker and non boston scientific ra lead were explanted and replaced. The pacemaker was upgraded to a non boston scientific cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. Pacemaker return was requested, but return status was unknown.

Manufacturer narrative:
Correction to d6b: explant date estimate populated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode in october, and the patient had presented to the emergency room (ER) for right atrial (ra) lead extraction. Review of device data showed ra pace impedance daily measurements oscillating between 200-400 ohms and 900-1,000 ohms. Low p-waves around 2 mv, and ra noise with oversensing. No adverse patient effects were reported. Pacemaker and ra lead implant status are unavailable at this time, and additional information was requested. If additional information becomes available, this report will be updated at that time.